Event description:
During function testing of the device at zoll medical's technical service department, the device displayed a "bridge test failed" message. There was no pt involvement in the reported malfunction.